Event description:
Related manufacturing ref: 3005334138-2018-00388, 3005334138-2018-00415. During a left atrial appendage amulet implant procedure, the brk would not pass through the sheath during transseptal puncture. A stylet was used and the needle was not preshaped. The introducer was replaced and the septum was punctured successfully. Two hours post procedure, the patient tamponaded. A pericardial tap and sternotomy were performed to stabilize the patient and a small leak was seen from the left atrial appendage. The patient remained in the hospital for five days and is in stable condition.

Manufacturer narrative:
An event of a tamponade and insertion difficulty was reported. No resistance was noted when the brk needle and stylet from current inventory were advanced through the returned sheath/dilator assembly. Skived material exited the dilator tip with the needle consistent with the sheath and dilator perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforated dilator and sheath, and the tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.